Event description:
According to the reporter postoperatively underwent inguinal hernia repair with mesh. The patient started experiencing abdominal pain, swelling, tenderness and extreme fatigue. Due to the complications the patient had been out of work and had been unable to return to work ever since caused by mesh. The patient had been to emergency room (ER) on at least separate occasions for abdominal pain located on the right side groin area. The ER ran some laboratory blood test, x-ray and transvaginal ultrasound. According to the result, an ovary cyst was seen located at the left side of the abdomen, however, the patient complained the pain at the right side. The patient booked 4 post operative appointment which the surgeon denied that the pain the patient felt was from the mesh. The patient was scheduled for a mesh removal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.